Event description:
Customer reported receiving inaccurate readings from the sensor. Customer stated that he had an actual low blood glucose level and was not alerted at all. Customer stated that after treating for that low blood glucose level, he ended up with a high blood glucose level. Customer reported that on the morning of the call, he experienced an extremely high blood glucose level, but the sensor read it as a low. Customer stated that the sensor was bent in three places. Customer stated that recently his blood glucose level was 76 mg/dl and went up to 389 mg/dl while using the insulin pump. Customer stated that the night before the call, his blood glucose started at 154 mg/dl, then went extremely high. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.